Manufacturer narrative:
Correction: explant date previously reported as (B)(6) 2025, now updated to (B)(6) 2025.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing noise, decreased r-wave amplitudes, elevated thresholds, and low pacing impedance. Fluoroscopy did not reveal any physical anomaly. The lead was explanted. The patient was asymptomatic and stable following procedure.